Event description:
Patient had nasogastric tube (ngt) connected to low intermittent suction. Suction would not work unless you held the tube in a particular position and partially unhooked the ngt from the suction tubing. We attempted to irrigate the ngt, also attempted to use the brush designed for these tubes. Suction still only works occasionally.